Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up/down arrow keypad buttons were intermittently responsive. The keypad buttons did not have normal spring back or click. There was evidence of contamination found under the key contacts. Unrelated to the complaint, moisture/corrosion was found in the battery compartment, in the display and display flex; the display was found to be distorted due to moisture.

Event description:
The patient contacted animas on (B)(6) 2012 stating after a battery change the keypad was unresponsive. The patient claimed to have swum with the pump connected. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.